Event description:
(B)(6). It was reported that following a drug eluting stenting treatment procedure, the patient presented with a target vessel stenosis. The index procedure treated the 100% restenosed, 2.5x15mm target lesion located in the mildly tortuous and mildly calcified distal right coronary artery (rca). Treatment consisted of pre-dilation with 3 unspecified balloon catheters with a maximum inflation pressure of 16 atm's and a maximum diameter of 2.5mm, the placement of a 2.5x16mm taxus liberte stent deployed at 18 atm's and post dilation with an unspecified 2.5mm diameter balloon at 16 atm's resulting in 25% residual stenosis. In (B)(6) 2009, angiography revealed a total occlusion of the ostium of the proximal rca. The patient was without symptom and no reintervention was performed. It was reported that "there was a high possibility the lesion would become restenosis if reintervention was performed". No anginal symptoms were noted at 6 month and 1 year study follow up visits. Per the physician, the event relation to the study device was listed as "unknown".

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).